Event description:
Customer reported complaint via email issue with item 8309 (qty: (B)(4), product resulted in a patient fall. Two sensors have the same lot (#5268t212), one has a different lot (#5261t220). The date the issue was discovered is unknown and no patient injury was reported.

Manufacturer narrative:
Product was returned and evaluated. Visual findings observed a crease along the right side of the sensor pad. Evaluation found when weight was applied to the sensor, the fall monitor correctly announced sensor activated. However, in some instances the alarm ceased; and in other instances, the alarm continued to sound causing intermittent function. The likely cause for the intermittent behavior is due to the crease on the right side of the sensor pad. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).